Manufacturer narrative:
On (B)(6) 2016, the customer reported that no further occlusions. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged from not being impacted to 183 mg/dl. Tandem technical support had the customer perform a system check after the first occlusion and it appeared to be related to the infusion set site; however, the customer indicated that a new cartridge and infusion set were used and the occlusions had continued. The customer had not performed a system check after the additional occlusions and had resumed insulin without changing any supplies on the pump.